Event description:
The initial reporter received questionable ise indirect gen.2 na and cl results for two patients tested on a cobas 6000 c (501) module. The initial results were not reported outside the laboratory. The customer performed repeat testing with the samples. On (B)(6) 2022, patient 1's initial na result was 227 mmol/l. The patient's repeat na result was 137 mmol/l. On (B)(6) 2022, patient 2's initial cl result was 93.7 mmol/l. The patient's repeat cl result was 103.6 mmol/l. The na and cl electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer changed the na electrode. He performed conditioning and tested the controls with ok results. He found the gear pump was low and performed an adjustment. He verified the adjustments and mechanisms of the ise were ok. He performed a cleaning of the ise system. He changed the solenoid valve, detergent mixer, suction tubing of the wash station, and the nozzle tip. He verified the analyzer was acceptable. After service, no further issues were reported. The investigation determined the service actions resolved the issue.